Event description:
The account generated a falsely elevated architect total psa result (12.47 ng/ml) on a patient specimen that repeated low in another laboratory. A new specimen was obtained from the patient which generated a low architect total psa result (2.0 ng/ml). The original and redraw specimens were repeated with low architect total psa result (1.8, 1.8 ng/ml). The patient's previous history was low psa results. The account uses a cut-off value of 4.0 ng/ml. The falsely elevated architect total psa results were reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). A completed investigation was performed using a retained in-house sample of the architect total psa reagent kit lot 74536lf00. The objective of the testing was to assess the accuracy of the architect total psa assay by performing two runs on one architect instrument. Investigation testing involved the generation of calibration curves which were valid. Fifteen replicates of two in-house serum based samples spiked with specific concentrations of free and complexed psa were assessed using architect total psa reagent lot 74536lf00 twice on one architect instrument. These samples mimic patient samples and are used during final quality release testing of architect psa. Results obtained were within the expected values and passed acceptance criteria. In addition to testing, the investigation team reviewed the testing data generated by the quality control laboratory prior to approving this reagent lot for sale to abbott customers. No anomalies were reported and all kit release specifications were met. Furthermore, a review of complaint report records registered for architect total psa (list 7k70) was performed. There was no trend observed for the issue under investigation. Note that interfering levels of fibrin may be present in samples that do not have obvious or visible particulate matter. It is possible that if fibrin had been present in the original sample this would have been removed after thawing and centrifugation and hence the elevated result was not repeated. The results of this investigation demonstrate that the architect reagent lot in question 7k70-30 lot 74536lf00 is meeting safety, effectiveness and label claims and no deficiencies have been identified.

Manufacturer narrative:
(B)(4) - evaluation - investigation in process, no method, results or conclusion can be chosen at this time. This report is being filed on an international product, architect total psa, list 7k70, that has a similar us product distributed in the us, architect total psa, list 6c06. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.